Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being no additional information is available from the customer for this event, including initial reporter occupation. The device history record review confirmed that device conformed to specifications at the time of shipping. The subject device was repaired on nov 30, 2020, and feb 26, 2020 based on the damage to the device as found in the device evaluation, the event was likely caused by physical stress, chemical stress, or storage environment. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use. ·preparation and inspection: inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual: general policy. Precautions: warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal. Warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.

Manufacturer narrative:
No information, including occupation of the initial reporter, will be available. Event date is (B)(6) 2021. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device insertion section coating was peeling. Additionally, it was noted that the distal end rubber coating had a cut which had a leak. The user¿s reported issue was confirmed. The distal end rubber coating glue was peeled with sharp edge, the light guide lens had scratches, the charge couple device unit shrink tube had a cut, and the distal end plastic cover had scratches and dents. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was returned for the issue of leak observed during reprocessing. There is no patient involvement an no harm reported to any patient. At the time of repair evaluation, it was observed that the device insertion section coating was peeling. This medwatch is being submitted for the issue of the peeling coating of the insertion section.